Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The investigation of the returned device did not confirmed the reported complaint. The functional testing could not duplicate slippage under the proper pressure. Unit received has slight rotational and lateral movement in the lock which cannot lead to slippage. Worn components will be replaced with new parts. The observed condition was likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was used for a craniotomy procedure on (B)(6) 2020. The clamp slipped and caused patient laceration. Additional information received on 20aug2020 indicated that a (B)(6) male patient was positioned prone with mayfield during the procedure. The left pin site slipped and the patient suffered laceration which was sutured and a hemostatic agent was applied. The patient was stable and was transported to the neuro intensive care unit.